Event description:
The accounts maintenance stated that the bed has no trend or reverse trend function.

Manufacturer narrative:
The account maintenance replaced the main control circuit board to repair the bed.